Manufacturer narrative:
H6: updated. The suspected device was not returned for evaluation. The device history record was reviewed and was confirmed that there were no anomalies noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing had been disconnected at the connection nearest the port. The patient had denied the presence of blood in the tubing near the port. There was no injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.